Event description:
The customer reported that during a procedure, when he activated the punch, the device did not "pop" completely which resulted in a poor cut. The sample was saved and will be returned. Product code rck45; lot number is unk.